Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting down. As a result, the customer experienced an elevated blood glucose (bg) level of 698 mg/dl and had to go to the emergency room (ER). The customer also had a high ketone level that was identified as life threatening by the health care provider. The customer was treated with intravenous fluids of saline and insulin at the ER. Treatment resolved with no injuries and the customer was released from the ER on (B)(6) 2025. Multiple attempts were made by tandem technical support to follow-up with the customer on the battery depletion issue, but no response was received.